Manufacturer narrative:
(B)(4).no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges pain, elevated levels of cobalt and chromium, alval and pseudotumor, and cloudy synovial fluid consistent with metallosis. Update rec'd (B)(4) 2013 - pfs and medical records received. Revision operative notes indicate acetabular malpositioning. The cup has now been reported. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014. Medical records were received. At the (B)(6) 2009 revision, pinnacle was implanted and the surgeon noted a slight leg length discrepancy when implanting the cup. The stem and sleeve were never removed from the primary- asr surgery on (B)(6) 2008. Due to litigation not mentioning leg length discrepancy, we are not reporting the stem and sleeve. Should we receive additional information, we will update accordingly.